Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that the coil became stuck in the catheter. The patient was undergoing an embolization treatment of a splenic aneurysm. A 20mm x 40cm interlock -35 coil was used with an imager ii catheter. While attempting to reposition the coil, it was retracted into the catheter and became stuck. The procedure was completed with non bsc coils with no patient complications reported. However, product analysis revealed the coil was received protruding from the catheter's distal tip and the interlocking arm of the coil was detached.

Manufacturer narrative:
(B)(4). Device returned to MFR: examination of the returned device revealed the coil was received with 21cm protruding from the distal tip of the imager catheter. The coil was stretched and kinked and there was blood on the fiber bundles. Microscopic inspection revealed the coil zap tip shape and surface was smooth. The interlocking arm of the main coil was broken off from the coil and not returned. Dimensions met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).